Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot # l648300) was received at us cq. Visual inspection of the received device showed the threaded distal tip broken and the broken tip of the driving cap was stuck in the mating device radiolucent insertion handle frn. No other issues were identified with the device. Device failure/defect was identified. The complaint was confirmed. Document/specification review: no design issues or discrepancies were identified. Conclusion: the complaint condition was confirmed for the driving cap/threaded there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 03.010.523, lot: l648300, manufacturing site: bettlach, release to warehouse date: 02.february 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inserting the unknown nail, the driving cap/threaded tip broke off in the radiolucent insertion handle. Additionally, when pulling out the unknown reaming rod with the universal chuck the shaft of the handle started to unscrew and would not loosen from the reaming rod. There was no surgical delay. The procedure was successfully completed. There was no patient consequence reported. Concomitant device: unknown nail (part# unknown, lot# unknown, quantity 1). Unk - reaming rods (part 03.033.001, unknown, lot# unknown, quantity 1). Radiolucent insertion handle frn (part# unknown, lot# l551419, quantity 1). This report is for one (1)driving cap/threaded. This is report 2 of 2 for (B)(4).